Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that there was blood on the distal conductor of the lead and it was obstructed. The analyst noted that the the analyst noted that the lead was designed with a permeable septum in the distal tip which allowed blood ingression to occur. This was not an out of specification condition. The dried blood appeared to lock the guidewire in the lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the lead would not track over the wire. The lead was attempted and not used. A different lead was used to complete the procedure. No patient complications have been reported as a result of this event.